Event description:
It had been reported that following a taxus express2 3.0 x 20 mm drug coated stent the pt presented to the emergency room with hives, difficulty breathing, and blood pressure fluctuations. The initial reporter's phone number is not longer valid and other ways to establish a valid number were unsuccessful. With all other identifying info to this event hidden, no further clinical follow up is possible. It is unk if this adverse event has previously been reported by the manufacturer.